Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07010. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on both the leads. As such, surgical intervention took place on (B)(6) 2024, wherein the leads were explanted and replaced to address the issue. Reportedly, the issue was resolved and therapy restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.